Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6). It was reported that stent thrombosis and myocardial infarction (mi) occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 75% stenosis and was 8 mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.75mm x 12 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 10%. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented to the emergency department due to chest pain and was hospitalized on the same day. Upon admission in emergency medical services (ems), EKG revealed st elevation in anterior leads and the patient was diagnosed with stemi. The patient was referred for cardiac catheterization which revealed a totally occluded lad, thrombosis of the study stent. On the same day, the 100% occlusion in lad was treated with pre-dilatation and placement of 2.75mmx28mm and 3.5mmx20mm synergy drug-eluting stent (from proximal to mid lad). Following post-dilatation, residual stenosis was 0%. Three days later, the stent thrombosis and stemi were considered resolved and the patient was discharged on aspirin and ticagrelor.